Event description:
The complaint/event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The reporter stated that the device was leaking total parenteral nutrition (tpn) from the filter a few hours after hanging. The tpn was administering to the patient as a primary set up. There was no harm to the patient as a result of this reported complaint/event.

Manufacturer narrative:
One used list #142550489 primary plumset attached to a microclave was provided by the customer for complaint investigation. As received, the filter vent was observed to be wetted out. No additional damage or anomalies were noted. The returned sample was leak tested per product specification. There was leakage seeping through multiple locations on the filter of the filter vent. The complaint of leakage be confirmed from the filter vent and inline filter on the retuned product. The probable cause for both leaks is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The probable cause of the tear in the filter is due to over pressurization during use. The device history record could not be reviewed because no lot number was identified.